Event description:
It was reported that the pt experienced an inadvertent performance level change when entering a local store. The physician checked the setting and asked the pt to go to the store where this happened and then return for a follow up. The physician confirmed that there was a performance level change and had the valve explanted.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.